Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Batch # unk. Intra-operative photographs received. Based on the photo evidence, the event description can be confirmed. The tissue sticking to the cartridge has been tested to not be clinically significant. Sometimes, the condition of the tissue is such that it may stick to the device. Based on the photo evidence of the subject gst60d cartridge, sticking tissue can be confirmed and caused the proximal portion of the cartridge to become unseated.

Event description:
It was reported that during a laparoscopic gastric bypass procedure, upon the second firing of the device the stapler fired correctly but when the surgeon went to remove the device the reload was stuck on tissue. The surgeon tried to pull off the device repeatedly but it was so stuck on the tissue that it started to pull the reload out of the jaws of the gun. The tissue surrounding what was stapled was manipulated in order to remove the device. The case was completed using the same stapler with another reload of the same product code. There were no patient consequences reported.

Manufacturer narrative:
(B)(4).